Event description:
It was reported that the programmer was broken and was in need of repair. Follow-up determined that the programmer's screen was cracked and that it was unable to close correctly, and also that the stylus did not track correctly with the screen. The programmer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the upper and lower cases were damaged and that the overlay screen was cracked. All were replaced. Analysis also found that the display hasps were broken off, that the power cord door was gone, the hinge plate screws were missing and that the media bay door latch was damaged. (B)(4).